Event description:
Event description guidant received information that high impedance measurements were noted on this patient's pacing system, which is made up of this device and unknown leads. A revision procedure was performed, as a lead issue was suspected, however, lead measurements through a pacing system analyzer were within normal limits. Therefore, the pacemaker was explanted, replaced and returned for analysis as a header issue was suspected.